Event description:
On (B)(6) 2013, the reporter contacted animas, alleging unresponsive keypad buttons. No further information was available. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because troubleshooting could not be completed. Customer support followed due diligence procedure to obtain further information. If more information becomes available, animas will follow up with a supplemental report. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with no visible keypad damage. During testing, the up arrow keypad button was intermittently responsive. The keypad cover was removed and contamination was found under the up arrow and contrast keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.